Event description:
A report was received that the patient was experiencing pain at the implant site and was prescribed pain medications by the physician. The patient still feels pain at the pocket site.

Manufacturer narrative:
Additional information was received that the patient no longer experienced pocket site pain. The pocket pain was reportedly resolved when the patient stopped wearing jeans and belts.

Event description:
A report was received that the patient was experiencing pain at the implant site and was prescribed pain medications by the physician. The patient still feels pain at the pocket site.